Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: what color reload was used on base of appendix and meso appendix ? White. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were there any staple form issues or hemostasis concerns in initial procedure? No. Was the site of the bleeding identified? Yes, mesoappendix in middle of staple line. Were any staple form issues noted at site of bleeding during reoperation? No. Were any blood products required? No. What is the current patient status? Patient is ok. Went home.

Event description:
It was reported that two days post op to a laparoscopic appendectomy procedure, the patient presented with bleeding at the staple line. Clips were used to correct the bleeding. Patient is fine now.